Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report which stated that during the cuff check prior to patient use, the cuff did not deflate completely. It was reported that there was no patient involvement.

Manufacturer narrative:
One taperguard endotracheal tube with stylet part number 18770s, lot number 17c0035jzx was received for evaluation. Visual inspection verified all the components were assembled according to manufacturing process. Inflation/deflation testing found cuff deflation difficult. The inflation line tubing was collapsed inside the lumen and this damage would have been detected immediately in the manufacturing process. We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.